Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse adjusted the positive and negative pressures. The unit passed all factory-specified performance and safety index tests. The unit was returned to the customer for clinical use. The event site telephone was not put in block e1 due to character length. Telephone number is as follows: (B)(6).

Event description:
It was reported that during use, the vacuum pressure of the cardiosave intra-aortic balloon pump (iabp) was too low. The unit was immediately replaced. There was no harm or injury reported.